Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis showed no external power alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: 1. Immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 20 days of data from (B)(6) 2020 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of power while connected to the mobile power unit (mpu) on (B)(6) 2020 from 17:53:03 to 17:53:04. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The log file also captured a sudden increase in pump power and calculated flow beginning on (B)(6) 2020 at 3:03:52. Prior to this timestamp, pump power and calculated flow ranged from 5.2-8.7 watts and 3.8-9.9 lpm; after this timestamp, pump power and calculated flow ranged from 9.3-11.0 watts and 11.0-12.0 lpm. There was also a downward trend in average pi beginning on (B)(6) 2020. (These events are addressed via MFR # 2916596-2020-00779). The mobile power unit (mpu) was not returned for evaluation. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. As a result, the root cause of the no external power event could not be conclusively determined through this analysis. To date, the mobile power unit associated with this complaint was unavailable for an evaluation and the complaint file will close accordingly. No further information was provided. The manufacturer is closing the file on this event.